Event description:
It was reported that the device presents short circuit through hand piece cable. No case involved.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a bent guide key on the port a mdu receptacle was observed. Complaint of short circuit was not confirmed. The test mdu could not be inserted into the port a receptacle due to the bent guide key. Product passed functional testing using port b but was unable to test port a due to damage. No short circuit was observed during testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.